Event description:
On (B)(6) 2009, the pt reported she received an e2 (battery depleted) error on her insulin infusion device, but did not receive an a2 (battery low) alert prior to the e2. She stated she replaced the battery, but her device will not turn on. During troubleshooting, she discovered the battery was in upside down. She correctly reinserted the battery and her device came on. The alarm history was checked and there was not an a2 in the history. The pt stated her device was previously replaced and the replacement needed to be set up. She stated she did not currently have the time to do so, but would call back. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was previously replaced, and requested to be returned for evaluation.